Manufacturer narrative:
D4 the UDI number is not known as the part and lot numbers were not provided it was reported that the patient did not feel well four days post-implant of amulet device and echocardiogram (echo) confirmed pericardial effusion and cardiac tamponade. The amulet device was reported to be implanted in a patient in a single deployment without difficulty and that transesophageal echocardiogram confirmed no effusion was present after implant. Echocardiogram was performed pre-discharge which showed no effusion. The patient's activated clotting time (act) levels were not known. The device remains implanted and will not return to abbott for analysis. Information from field indicated that the physician reviewed the images pre and post device implant from the day of the procedure and noted no causes of injury. Based on cine review performed at abbott, landing zone measurements appeared deep in the laa, and some of the ostium measurements were not placed on the pv ridge. A fairly large amount of fluid appeared to be present in the transverse sinus prior to the procedure. Trace effusion appeared to be present around the heart prior to the procedure. The location of the stabilizing wires appeared to be directly against the thin wall of the laa next to the transverse sinus. Amulet lobe location appeared proximal in the 136 degree view. The disc was deployed and appeared to be sitting on the pv ridge. It appeared that a tension test was performed. This potentially could have led to the stabilizing wires causing damage along the thing wall by the transverse sinus. The device assessed in all views and appeared stable. The potential baseline pericardial effusion appeared stable at the conclusion of the procedure. Cardiac motion appeared very strong and forceful during this time. This combined with the thin wall abutting the transverse sinus, and the location that the amulet was deployed, and the patient taking a double dose of plavix, may have all potentially contributed to the development of the pericardial effusion. However, it is difficult to determine with certainty the exact cause of the reported event. The cause of reported patient effects pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed and the effusion was successfully drained and resolved. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown amplatzer amulet left atrial appendage occluder was implanted in a patient in a single deployment. Transesophageal echocardiogram confirmed no effusion after implant. Echocardiogram (echo) was performed pre-discharge and showed no efusion. Patient reported they took a double dose of plavix and didn't feel great on (B)(6) 2024. Echo confirmed a pericardial effusion. A pericardiocentesis was performed and the effusion was successfully drained and the effusion resolved. Patient feels fine now. The physician reviewed the images pre and post device implant from the day of the procedure and noted no causes of injury. Proximity of loading zone to pulmonary artery was measured and shown to be 2.25mm & 2.8mm. The patient is stable.